Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the arm. The patient experienced vomiting, was on holiday, and did not have a glucometer. The cgm was reading 13.0 mmol/l. The patient was taken to the hospital by the husband and there they took a bg reading which was 24 mmol/l and the cgm value was 13.0 mmol/l before treatment. The patient was diagnosed with diabetic ketoacidosis and treated at the hospital with anti-sickness medication, intravenous (IV) fluids, IV insulin and potassium. After the treatment (15 to 20 minutes) they took the measurements at the hospital and the cgm reading was 14.4 mmol/l and the bg reading was 8.0 mmol/l. The patient was admitted to the intensive care unit (ICU) for 2 nights and then transferred to a normal room for other 2 nights. At the time of the report the patient was recovered. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the b zone of the parkes error grid.